Manufacturer narrative:
Twelve knife samples were received in opened blisters for the report of being dull. Three of the twelve knives were not seated in the foam protector properly, but were not sticking out of the foam. The returned twelve samples were visually inspected and were all found to be conforming. The twelve samples were functionally tested for penetration and sample numbers 2 through 12 were found to be conforming. Sample number 1 was damaged when removing the blade from the handle therefore, no testing could be performed. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are eight additional complaints associated with the lot for the reported issue. The returned samples were found to be conforming therefore, a dull blade as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knives were manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is confirmed to be unavailable for this report. This is the first of four reports from this facility. (B)(4).

Event description:
A nurse reported that multiple knives were dull during separate cataract surgeries. There was no impact to any patient. Additional information has been confirmed to be unavailable.